Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and the high voltage output circuitry damage was noted. The cause of the bvvi was power-on-reset failure.

Event description:
It was reported that patient presented to the ER with symptoms of chest pain. Patient experience vf arrhythmia and was treat with external defibrillation. Patient was transferred to ICU for device interrogation. Upon interrogation, prior to device replacement, the device was found to be in bvvi mode. A device download was performed successfully. Physician elected to replace the device. The device was explanted and replaced. Patient is stable.